Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to blood glucose. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.